Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported a patient death occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. The 24mm watchman ® laa closure device was implanted. The patient returned for their 45 day follow up appointment the end of (B)(6) 2017. It was noted there was no thrombus observed and no leak around the device. The patient was reported to have passed away the end of (B)(6). The cause of death is unknown.